Event description:
México. Allegedly, after initially progressing well postoperatively, the patient developed a granulomatous lesion with progressive wound dehiscence in the inferomedial quadrant of the left breast, which eventually resulted in full wound opening with implant exposure, requiring explantation with cultures and biopsy. (Sn: (B)(6)).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: early seroma, extrusion, lymphadenopathy (silicone granulomatous).